Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred during clinical use of the axiom artis dta system. The user reported that a patient undergoing an aortic endoprosthesis suffered skin burns. The patient received a burn to the back and gluteal areas. At this time, the extent of the patients burn or what medical treatment was necessary is not known.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation does not show a malfunction or deterioration in the characteristics or performance of the device. According to the log assessment dd: (B)(6) 2018, there is no hint of system failure or system malfunction that could potentially result in a high dose situation. The entire dose was applied without a failure or malfunction of the system under the control and supervision of the operator. The default ex-factory values are limited to 10r/min in regards to legal requirements. In accordance to the log file assessment and the dose report protocol (exam protocol) the involved dose meets the expectation of the manufacturer. The analysis of the log files showed the following noticeable: 1. Often, no copper pre filter has been applied during acquisition (a use of 0.1 cu may have decrease the dose about 30%). 2. Often, a large image format was used. 3. A high frame rate has been used. 4. A huge number of images were recognized. 5. Very often the same angulation / rotation position were used. 6. A lot of acquisition scenes were taken (62). Additionally, from the historical data of this system, there is no indication of a dose problem. The manufacturer is not aware of any information from the field that the applied dose was higher than the dose required by the operator without a malfunction of the system. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.